Event description:
The customer contacted baxter's technical service center to report an issue of leak while on the home choice (hc) device during fill 1. While troubleshooting a check heater line alarm, the hp pulled on the heater line at the cassette door and the solution started spraying from the line. The hp stated that he had the same trouble with multiple cassettes over the last few weeks. The hp stated that he ended therapy early when the leak occurred and started over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue of leak. The hp stated that while troubleshooting for the alarm, and while pulling the line for troubleshooting, the cassette got disconnected and leaked on the floor. The hp was not exposed to any solution. The hp will hold the sample. The hp did not have the lot number information and stated that if it was available he will include it in the sample return kit. The hp did not provide any specific information on the past issues.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter as the customer was unable to return the sample, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.